Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 11060a aortic valved conduit was explanted at implant due to bleeding. The explanted valve was replaced with another 29mm 11060a aortic valved conduit. Per medical records, the patient presented with chronic heart failure symptoms and was found to have native aortic valve stenosis and regurgitation, and subsequently underwent an avr/root replacement procedure. There was some calcification of the left main button. Initially, a 29mm 11060a aortic valved conduit was implanted and secured with sutures. The coronaries were pressure tested and there were no leaks. After a period of stability, protamine was given to reverse the heparin. The arterial and venous cannulas were removed. After this was done, there continued to be some bleeding coming from the level of the annulus beneath the left main button. This could not be repaired without risking the left main. The patient was placed back on bypass. The recently implanted valved conduit was removed, and another 29mm 11060a aortic valved conduit was implanted in replacement. Postoperatively, the patient was transferred to the ICU in satisfactory condition and discharged on pod #7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional narrative: updated h6. The complaint is unable to be confirmed as the product was not returned for evaluation and no relevant imagery was provided. There is no evidence to suggest an edwards manufacturing defect. Root cause analysis: a device history record (DHR) review was performed, and no relevant non-conformances were identified. In this case, the bleeding originated from the native aortic annulus beneath the left main coronary button due to calcified tissue, resulting in continued bleeding after heparin reversal. Based on the information available, patient factors contributed to the complaint event. An edwards defect has not been confirmed.